Event description:
It was reported that the patient developed a systemic (B)(6) infection. The implantable cardioverter defibrillator (ICD) and lead were explanted. No further patient complications have been reported as a result of this e vent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.